Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. A visual inspection was performed and device appeared to be bloody. No other anomalies were noted to the device. An in house presto inflation device was used to inflate the device, and a leak was noted to the proximal end of the balloon. A circumferential glue joint break was noted to the proximal end of the balloon under magnification. No other functional test performed, due to condition of the device. Therefore, the investigation is confirmed for the glue joint break, as break was noted during microscopic evaluation. The investigation is also confirmed for the leak, as water was noted to be leaking from the proximal balloon joint during functional testing. The investigation is inconclusive for the reported balloon rupture, as functional test could not performed due to condition of the device. The glue joint break noted is the likely cause of the leak. However, the definitive root cause for the reported balloon rupture and identified glue joint break and leak could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.